Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: hysterectomy bso event description: complaint created based off feedback (B)(4). Submitted 10aug2023 the patient had a long vaginal canal that caused the anterior colpotomy to be difficult to reach. She placed the v-path and completed the colpotomy laparoscopically (anterior trick). She noted visually that the right fallopian tube was under the ring, so she quickly used a grasper to move it back into proper position. There was no patient injury (this tube was intended to be and was removed anyway via salpingectomy). Summary: successful anterior trick, corrected tissue entrapment - no patient injury product is not available for return. Additional information received on 11dec2023 via email from clinical development : it was confirmed there was no patient injury. Intervention: the device was moved back into proper position using a grasper. Patient status: no patient injury

Event description:
Procedure performed: hysterectomy bso. Event description: complaint created based off feedback 5757. Submitted 10aug2023. The patient had a long vaginal canal that caused the anterior colpotomy to be difficult to reach. She placed the v-path and completed the colpotomy laparoscopically (anterior trick). She noted visually that the right fallopian tube was under the ring, so she quickly used a grasper to move it back into proper position. There was no patient injury (this tube was intended to be and was removed anyway via salpingectomy). Summary: successful anterior trick, corrected tissue entrapment - no patient injury product is not available for return. Additional information received on 11dec2023 via email from clinical development : it was confirmed there was no patient injury. Intervention: the device was moved back into proper position using a grasper. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.